Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the 8m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
Production and quality assurance data: the prosa shunt system was certified by a qualified staff member in august 2017 staff. No abnormalities occourred during assembly. The shunt system was released for packaging and sterilization and sterilized in the company autoclave. The prosa valve has the target pressure levels 0 to 40 cmws. The valve characteristics after closing the valve for 5 ml / h or 50 ml / h flow for the set compression level 0.10 and 20 and 40 cmh2o were in order. The progav2.0 valve has the target pressure levels 0 to 20 cmws. The valve characteristics after closing the valve for 5 ml / h or 50 ml / h flow for the set pressure level 0.10 and 20 cmh2o were fine. The shunt system has been finalized as item fx991t and approved for shipping. The valve characteristics correspond to the specification. The brake was adjusted according to the specification. The prosa was preset to position 20 cmh2o and the progav2.0 in position 5 cmh2o. The tightness of the shunt system was tested and proven. All controlled characteristic values were within the required specification. Investigation: optical test: in the first step of our investigation, we have made a visual examination of the shunt system. No deformations or other damage to the surfaces of the housing can be detected. The measurement of plane parallelism at the prosa valve also confirm that the measured values were still within the tolerance. Penetration test: to check if the shunt system is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 30 - 40 cmh2o in flow direction carried out. The test has shown that the prosa valve makes it more permeable and difficult the progav2.0 is permeable. Adjestment test: in the further course of our investigation we have on both valves performed an adjustment test. The prosa valve all were pressure steps in 4-steps, up and down, trying to adjust. The progav2.0 valve was tested in the same way in 5-steps. The investigation has shown that both valves work well in all set pressure step ranges. Brake force and brake function test: to measure the brake release force, we checked the valves with a brake force meter to determine how much power is measured. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. This brake function was proven positive for both valves. The measured values of the braking force were within the permissible tolerance. Result: at the beginning of our investigation, a visual inspection carried out. There are no deformations on the valves or damage to the housing surfaces are detected. Using a dial gauge the prosa valve housing parallelism was tested. The values measured were within the specification. To investigate the suspicion of constipation, we have made a permeability test on the prosa shunt system. The investigation has shown that in both valves the permeable positive was tested. However, the permeability with the prosa valve was somewhat difficult. As part of the adjustment testing it was possible to set both valves in all pressure step ranges. The brake function at both valves is positively detected. The measured values of brake force measurement were withinspecification. The brake function was also positive for both valves. The measured values of the braking force measurement were within the specification. Against the background that in hydrocephalus therapy danger to life due to natural substances in the csf how protein, blood or tissue particles can occur, we both have valves finally opened. Due to the difficult permeability of the prosa valve, we can confirm a tendency to blockage. We suspect that proven deposits could have led to a temporary blockage of the shuntsystems. We can exclude a defect at the time of delivery. The shunt system left the christoph miethke gmbh & co.kg in perfect condition. No corrective action needed.